Event description:
The customer reported that the device would not shock via external paddles. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not shock via external paddles. There was no report of pt impact or involvement. The device was evaluated locally, and the paddle set was replaced to address the issue.